Event description:
It was reported that a user experienced inability to connect a freestyle libre sensor to the ilet due to the sensor already being paired to another device, and the user subsequently paired a new sensor that entered warm-up. Symptoms included no reported adverse clinical effects. Outcomes included successful pairing of a replacement sensor and no alerts or alarms on the ilet. Investigation included troubleshooting and user education regarding single-device pairing for the freestyle libre system. Investigation of this case revealed that the original sensor was in use by the libre app, which prevented pairing with the ilet, and that using a new sensor resolved the connection issue. It was concluded, based on previously established findings for similar reports, that the cause was user setup error related to sensor pairing to multiple devices.